Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urgency frequency and urge incontinence it was reported that the patient said her symptoms have greatly improved and she was no longer in pain. On (B)(6) 2018, the patient reported that she has been out of it. It was noted that the patient had an infection and was at the hospital that they almost lost her. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no indication that the ens was the source of infection. The hcp reported that the ens was not related to the procedure. Patient was given antibiotics IV antibiotics while in the hospital. Patient's admitting diagnosis was diabetic keto acidosis and sepsis.